Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). The investigation is ongoing.

Event description:
As reported by our japan affiliate, during a transfemoral transcatheter aortic valve replacement with a 23mm sapien 3 ultra resilia valve, there was severe calcification from the descending aorta to the terminal aorta impeding advancement of the 14f esheath+ to a position where the covered portion could traverse the tortuous segment. The 23mm delivery system (ds) was subsequently inserted, however due to the calcification in the tortuous segment beyond the sheath, passage of the valve was difficult. Further advancement was considered high risk for vascular complications, and the decision was made to abort the procedure. The system was then withdrawn. Surgical repair at the access site was required for removal of the ds together with the sheath. As the valve could not be retracted into the sheath, an attempt was made to withdraw the sheath and valve together, however removal was not possible, and a surgical cutdown was performed to remove the device.